Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump developed a crack at the top, after which the unlock slider became unresponsive; the user could acknowledge alerts but could not slide to unlock, and the device could not be shut down due to the locked screen. Symptoms included elevated blood glucose around 200 mg/dl following a recent meal, which was trending downward, with no reported injury or medical intervention. Outcomes included replacement of the pump and continued glucose monitoring via the cgm app or receiver and inspection of the returned device. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.